Manufacturer narrative:
Code (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the physician attempted to treat a type ib endoleak in a previously implanted medtronic endurant stent graft that had been implanted in the rcia to treat an abdominal aortic aneurysm. The physician implanted a gore® excluder® iliac branch endoprosthis. He then attempted to implant a gore® viabahn® vbx balloon expandable endoprosthesis, but experienced strong resistance, and was unable to pass it through the excluder. After considerable effort, the physician gave up and removed the vbx device without deploying it. The physician was worried about too much radiation exposure if he continued, as he had been trying to implant the vbx and ibe for 3-4 hours. The patient tolerated the procedure, and the physician will monitor the endoleak to determine what future options can be used to treat the endoleak. Vbx device symptom code 2203-a: used to capture that the vbx device was not implanted, therefore the persistent endoleak remained at the end of the procedure. Phr: a review of the manufacturing records indicated the lots met all pre-release manufacturing specifications. Product evaluation: images were returned for evaluation. Two time-points are available for evaluation: an intra-operative angiogram dated (B)(6) 2021 and a post-implantation cta dated (B)(6) 2021. Intra-operative angiogram imaging appears to show: there appears to be a non-gore device implanted in the abdominal aorta extending into the iliac arteries. The ibe trunk was deployed within the distal end of the non-gore device limb. The ibe gate, itself, appears to be deployed. However, a portion proximal to the gate appears not fully deployed. A catheter appears to have cannulated the ibe gate. Contrast appears to flow into the aneurysmal riia. Contrast appears to flow into the riia and branches on the next angiogram run. A wire or possible balloon catheter appears to be advanced into the riia. The iliac branch component appears to be deployed in the right external iliac artery. No device limb appears to be deployed within the ibe gate. Final angiogram image appears to show contrast flow through the iliac branch component gate and the iliac branch component limb extending into the reia. Post-implantation cta dated (B)(6) 2021 appears to show: ap 3d appears to show the ibe gate to possibly cross over anteriorly the iliac branch component limb that extends into the right external iliac artery. Possible lack of apposition of the proximal ibe and the none-gore device limb. No endoleak is identified. There appears to be thrombus within the distal ibe trunk extending into the iliac branch component. There appears to be no flow in the iliac branch component beginning just distal to the flow divider to the gate. There appears to be an aneurysm in the riia. There does not appear to be flow in the riia aneurysm. Contrast appears to reconstitute in at least one of the branch vessels communication: response not requested.